Manufacturer narrative:
Correction provided in d4 and h4.

Event description:
On 15/feb/2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around (B)(6) 2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on (B)(6) 2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on (B)(6) 2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around 13/jan/2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on (B)(6) 2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on (B)(6) 2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around (B)(6) 2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on (B)(6) 2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on (B)(6) 2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of staphylococcus aureus relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per international society of peritoneal dialysis (ispd) definition, the patient¿s peritonitis is classified as relapsing peritonitis: an episode that occurs within 4¿weeks of completion of therapy of a prior episode with the same organism (or culture negative in the second episode). Additionally, relapsing episodes should be considered as an extension of the original episode. The pdrn stated that although the cause was unknown, the suspected cause of the relapsing peritonitis was touch contamination. The culture results of staphylococcus aureus support this cause as this organism is found on the nares and skin of humans. Peritonitis caused by s. Aureus has relatively poor outcomes with 20% relapsing and 23% requiring eventual removal of the pd catheter. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis event.